Event description:
Pt presented at ER with light red pinpoint rash on flanks, abdomen and thighs. The pt's mother related that the experienced fever and rash 2 days prior with fever, pruritis, facial redness and rash, nausea with one episode of vomiting, headache and general myalgias. With continuous cool baths, the temperature resolved, the pt was able to tolerate solid food by 5:00 pm, and slept through the night 1 day prior to ER visit. Upon noticing the rash when the pt awoke, pt's mother suspected tss and brought the child to the ER on day 5 of menses. In the ER the pt exhibited temperature 97f, heart rate=76, blood pressure-118/60, respirations=20. The pt was alert, cooperative. The pt had diffuse sunburn-like rash. Gu exam revealed marked vulvar erythema, but no evidence of vaginal discharge. Stools were heme negative. The pt received 1 liter normal saline IV over 1 hour, then 80cc/hour. After vaginal and throat cultures were taken, the pt received oxacillin 2 grams IV. Pt was admitted to inpatient service in stable condition. Assessment: probable toxic shock syndrome.